Manufacturer narrative:
The product was returned for analysis, and the reported complaint was observed. Iol returned positioned incorrectly in the iol case, the lens is not in the centre of the lens case base well and is pressed against one post. Solution is dried on the iol (intraocular lens). One haptic is broken/torn and is returned adhered to the optic surface, no damage to the other haptic observed. The optic edge is nicked/chipped-rejectable. The complainant indicates the use of one of company delivery device, which is not qualified for use with associated iol model. While we are unable to determine the origin of the reported complaint, our observations reasonably suggest that it is not manufacturing related. Based on the information provided by the customer, the most likely root cause is failure to follow IFU (instructions for use), as the surgeon states the use of non-qualified combination. The use of an unqualified combination may cause damage to the iol and potential complications during the implantation process. Based on the results from the product history record, the products met release criteria. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that during an intraocular lens (iol) implant procedure, lens haptic was broken. There was no patient contact. Additional information was requested.

Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).